Event description:
There were coupling/communication issues when using the recharger. The clinician and patient programmers communicated with the ins fine. It was possible to program the device and increase/decrease the stimulation using the patient programmer. The pocket was not tight and the "ins moved quite a bit". It was implanted near the left hip and it felt as if 'the wires were coming out to the left". Previous coupling had been eight darkened bars and none were darkened. It was discovered that the ins was flipped. The pocket was revised.

Manufacturer narrative:
(B) (4).